Manufacturer narrative:
Other text: h3 and h6 codes updated. H10 : device evaluation. Device was returned in damaged condition. The original tamper seals were broken, the input output label was broke and the input manifold assembly was loose on the bottom of the chassis. Evaluation found the device was damaged and failing specs for CPAP and peep, with the high pressure starting to alarm at 10cmh2o. It was determined that impact to the device was likely the cause of the issues. The CPAP needle cartridge was replaced and the rotary flow valve. The patient pressure cycling led was reset and the peep control valve was adjusted to tolerance. The issues were determined to be due to user error. Device history review not done as the problem was not with the manufacturing of the device. Device passed functional testing after repairs.

Event description:
It was reported that the ventilator experienced system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event is unknown, no information has been provided to date.